Manufacturer narrative:
Exact event date unknown, event occurred five days earlier from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision was draining. It was also stated that the patient was experiencing burning and stinging at the ipg site.